Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display was rendered unreadable after attempting to remove and replace the lens film. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2014 with the following findings: review of the black box history revealed no activity outside normal use. On investigation, it was noted that adhesive material from the lens film was obstructing the view of the display screen text.